Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with blood glucose reading over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.

Manufacturer narrative:
The pump was received with a detached end cap. The pump passed the self test, unexpected restart and displacement tests. Unable to perform the basic occlusion, occlusion, prime and excessive no delivery tests due to a detached end cap. The pump was received with a cracked case at the display window corners and display window, a partially broken reservoir tube lip and minor scratches on the lcd window.